Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo sample showed an infusor device containing fluid in the bladder which suggested the issue may have occurred. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not fully administer even after more than 60 hours and stopped infusion during patient infusion. The device contained 0.2% ropivacaine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.